Manufacturer narrative:
According to the reporter, the device is not available for return. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Manufacturer narrative:
According to the reporter, the device is not available for return. The investigation is ongoing.

Event description:
It was reported that the haptic of the intraocular lens (iol) tore off while inserting into the patient's eye. The incision was enlarged to remove the lens. A second lens of the same model and diopter was successfully implanted. Additional information has been requested but not received.